Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient was getting set up for a new implantable neurostimulator (ins). The new ins would be their third and they thought they would get a longer battery life. The patient's indication for use is parkinson's dual and movement disorders. No cause, troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device codes : removed device as it no longer applies.

Event description:
Additional information was received from a health care provider (hcp). It was reported that troubleshooting revealed that the battery depletion was due to the patient being on high stimulation. Additionally, the hcp discussed increasing medication and lowering stimulation to resolve the issue. If additional information is received, a follow-up report will be submitted.